Event description:
Same case as mfg report number 3005188751-2012-00181. It was reported an aortic peroration occurred following transseptal puncture using a brk needle and an agilis nxt introducer. A coolflex ablation catheter was inserted into the right atrium and remained close to the inferior vena cava. An agilis introducer and a brk needle were used to perform the transseptal puncture while another physician used tee (transesophageal echo) to assist. A few seconds after transseptal puncture, tee revealed the dilator was in the aorta. The patient was transferred to cardiac surgery at another hospital to repair the aorta. The current status of the patient is unknown at this time. Additional information was requested but is not available.

Manufacturer narrative:
The product was not returned for evaluation. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as perforation is a known physiological effect of the procedure and is noted within the IFU.